Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8591-38, lot# d63428, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal dilaudid (concentration 20mg/ml; dose 4.996mg/day), clonidine (concentration 400mcg/ml; dose 99.91mcg/day), and bupivacaine (concentration 40mg/ml; dose 9.991mg/day) via an implantable infusion pump. Patient history included non-malignant pain. On (B)(6) 2015 the patient was in the hospital due to a fall. It was unknown when the patient fell or what caused the patient to fall. The hcp recommended a dye study to help with the diagnosis. The representative interrogated the pump prior to the dye study and found that the low reservoir alarm had occurred on (B)(6) 2015 and the empty reservoir alarm occurred on (B)(6) 2015. The reservoir volume read 0.0ml. The representative called the managing physician who called the hcp at the hospital and it was decided not to proceed with the dye study. It was discussed that the following day the hcp at the hospital would fill the pump with preservative free saline. When the representative arrived on (B)(6) 2015 she was told by the hcp that he would not be able to fill the pump with saline due to the manager stating that they did not work with the pumps. No surgical intervention had occurred and it was unknown if any was planned. It was unknown if the issue was resolved at the time of the report. Patient status at the time of the report was alive with no injury. Additional information has been requested but was not available at the time of this report.